Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) device was returned for analysis and no anomalies were found.

Event description:
It was reported that the device, implanted subpectorally, had migrated to the axillary region and caused paraesthesias of the left arm. The device was explanted and replaced. No patient complications have been reported as a result of this event.